Event description:
It was reported that the patient underwent a dental procedure with placement of putty into an extraction socket. Primary closure of the surgical site was done. Four days post-op, the patient returned to have the sutures removed; during the visit the doctor determined that the patient's socket and the bony graft had become completely exposed. The walls of the socket appeared very dry which created discomfort for the patient. To treat the dry socket, the doctor rinsed the area and used dry socket paste. Additionally, the patient was prescribed a chlorhexidine rinse to be used twice daily. The patient returned for the one month follow-up visit where the doctor determined the tissue began to cover the socket.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.